Event description:
It was reported that a spectrum iq infusion pump had a stuck key on the top row found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "key stuck on top row" was not confirmed. The keypad test was unable to be performed during incoming testing, and the evaluator experienced a system error 119 during evaluation due to a failed keypad, therefore specific keys were not able to be tested. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed keypad. The keypad requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.